Event description:
#Medwatcher #(B)(4). I had sudden onset of pelvic pain, sharp severe pains in my lower abdomen, cramping, bloating, weight gain (abnormal), pain with intercourse and gi symptoms including nausea, diarrhea and constipation. These issues have been on going daily for over 6 months now.